Event description:
It was reported that during a triple arthrodesis of the left foot, the surgeon inserted a 4.0mm cannulated screw short thread and the screw broke. The surgeon retrieved the head and shaft from the patient. The surgeon inserted the second screw and it also broke and the threads peeled. The surgeon was able to retrieve the head and shaft, but the threads remain in the patient. The surgeon completed the procedure with no further problems. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing site address is unknown. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned and the screw was broken where the shaft meets the thread. The threaded portion of the screw was not returned for evaluation; only the head and shaft of the screw remained. There were visible scratches on the shaft. Since all relevant features could not be inspected and no issues were found during dimensional analysis on features that could be inspected, and no lot number was provided, this complaint is indeterminate from a manufacturing standpoint.

Event description:
This report is for file (B)(4).